Manufacturer narrative:
The bronchoscope was returned to olympus for evaluation. The evaluation confirmed the customer complaint for a round shaped fragment fallen off the distal tip. A portion of the bending section cover glue encircling the distal end cover was missing. The distal end cover was found lifted off from the rest of the distal end. The evaluation also found blade marks and gouges cut into the threads of the bending section cover assembly. As a preventive measure against mechanical damage, the instruction manual has directions for pre-procedure inspection of the insertion section for dents, peeling, detached parts, protrusions, and other abnormalities. The instruction manual also has warnings and cautions for preventing mechanical damage, such as ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force.¿

Event description:
Olympus was informed that during an unknown procedure, a roundish ring part from the distal tip of the bronchoscope fell into the patient and was retrieved. There was no reported patient injury, and the procedure was completed.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information about the procedure and the patient. The event occurred in the middle of a bronchoscopy procedure. There was no known reprocessing problem, scope handling issue, or inflicted damage to the distal end prior to the event. The other devices in use during the procedure were a cytology brush and biopsy forceps. When the piece fell out, the original scope was withdrawn, and another scope was used to retrieve the piece and finish the procedure. All devices were inspected before use with no anomalies found. The 75 year old 71 kg male patient remained stable.